Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/(B)(6) for the patients referenced in the article. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: rapid device-detected nonsustained ventricular tachycardia in the risk stratification of hypertrophic cardiomyopathy. Pace pacing and clinical electrophysiology. 2016;39(7):642-651.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were the following patient complication: patients received inappropriate shocks. Further follow up did not yet yield any additional information. No further patient complications were reported as a result of this event.